Event description:
It was reported that the customer was hospitalized with a high blood glucose of 595 mg/dl on (B)(6), 2014, and emergency medical services were called on (B)(6), 2014 when customer had low blood glucose of 47 mg/dl, after losing consciousness. The cause of the hospitalization per the healthcare provider was diabetic ketoacidosis. She was treated with intravenous insulin and saline and with heparin shots in her stomach every hour or two. When emergency medical services were called during the second incident, the customer's blood glucose rose, after she was given icing, to 75 or 95 mg/dl after an hour. Leading to emergency services, the customer stated it was thanksgiving night and she felt tired and laid down after a large meal and became unconscious. She declined troubleshooting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump was received with a cracked case at display window corners and battery tube threads, as well as minor scratches on the display window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.